Manufacturer narrative:
Section h10: (h3) the broken device reported in was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, the surgeon was navigating a total shoulder and was reaming the glenoid of this (B)(6) y/o male patient. The reamer tip broke during the process. It broke during reaming, but no damage was done to the patient. The reamer was exchanged. The pilot tip was removed very easily. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.